Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the products remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: item# unk, hip-unknown-heads-unk, lot# unk; item# unk, hip-unknown-liners-unk, lot# unk; item# unk, hip-unknown-cups-unk, lot# unk; item# 150459, modular femoral component, lot# unk; item # 31-473590, femoral inserter, lot # unk. (B)(6). Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-01824, 0001825034-2018-01825.

Event description:
It was reported that during a hip arthroplasty, the proximal femoral component and cement stem could not be firmly assembled. Screw would not insert into the stem thread. Also, interlock didn't function properly. Subsequently, surgeon fixed the interlock without screw fixation to complete the procedure. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Event description:
No further event information available at the time of this report.